Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and intra-abdominal haemorrhage ("svere abdominal bleeding") in a 38-year-old female patient who had essure (batch no. D06937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to september 2015. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included back pain, dysfunctional uterine bleeding, headache and menorrhagia. Concomitant products included cilest (sprintec) from (B)(6) 2015 to (B)(6) 2016 and norlestrin fe (microgestin fe) (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a pelvic surgery try and alleviate the symptoms on (B)(6) 2016, hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, dyspareunia and fatigue outcome was unknown and the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Uterus sounded to 10cm, normal shaped uterus, mobile, normal tubes and ovaries bilaterally, bilateral ureter peristalsis noted at beginning and end of case in normal location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal bleeding, abdominal pain lower, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Concomitant disease, lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and intra-abdominal haemorrhage ("svere abdominal bleeding") in a 38-year-old female patient who had essure (batch no. D06937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to september 2015. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included back pain, dysfunctional uterine bleeding, headache and menorrhagia. Concomitant products included cilest (sprintec) from 14-dec-2015 to 2-feb-2016 and norlestrin fe (microgestin fe)10-feb-2016 to may 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a pelvic surgery try and alleviate the symptoms on (B)(6) 2016, hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, dyspareunia and fatigue outcome was unknown and the abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Uterus sounded to 10cm, normal shaped uterus, mobile, normal tubes and ovaries bilaterally, bilateral ureter peristalsis noted at beginning and end of case in normal location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal bleeding, abdominal pain lower, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed placement and full occlusion both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.